Event description:
Caller states multiclix lancet broke off into a patient's finger. No medical treatment required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The manufacturer received a voluntary medwatch report ((B)(4)) alleging a pt expired when she became disconnected from a bipap device (model unk). The pt was reported to have become disconnected from the device during the night and was found to be unresponsive and pulseless the next morning. The pt had "do not resuscitate" status and no emergency measures were taken. The reporter of the event alleges the bipap device did not audibly alarm to alert the caregiver of the pt disconnect.